Event description:
Event description guidant received information that the pace / sense portion of this lead had impedance measurements of 2500 ohms. Sensing and pacing thresholds are good and stable.